Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported low anion gap (< 3) and upon further review noted decreased results for alinity c co2 generated from alinity c processing module. The customer provided the following data: sid: (B)(6) co2 was 23 and repeat was 22 (sn: (B)(6). Repeat on another analyzer (sn: (B)(6) and the result was 21. Patient¿s result from yesterday was 24. Customer reference range is for co2 is 22-31 mmol/l. Customer also repeated sample (B)(6) and co2 was 22 (sn: (B)(6) and repeat result was 21 (sn: (B)(6). There was no reported impact to patient management.

Event description:
The customer reported low anion gap (< 3) and upon further review noted decreased results for alinity c co2 generated from alinity c processing module. The customer provided the following data: sid (B)(6) co2 was 23 and repeat was 22 (sn:(B)(6)). Repeat on another analyzer (sn: (B)(6)) and the result was 21. Patient¿s result from yesterday was 24. Customer reference range is for co2 is 22-31 mmol/l customer also repeated sample (B)(6) and co2 was 22 (sn: (B)(6)) and repeat result was 21 (sn: (B)(6)). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, and device history record review and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending did not identify an increase in complaints for the alinity c carbon dioxide and complaint lot for the complaint issue. The overall performance of the alinity c carbon dioxide reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded that the lot generated the expected results. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity c carbon dioxide reagent lot 67723uq01.